Event description:
Customer reported the handle did not charge. When initially placed on the charger, both a red and green light were present. No patient involvement reported.

Manufacturer narrative:
(B)(4). Corrected data: section d.1.-brand name corrected to truled adult rechargeable battery section d.3.-manufacturer corrected to teleflex medical athlone section d.4.-catalog# corrected to 0055502. Section d.4.-lot# corrected to 1603v3 . The sample was returned and sent to the manufacturer (truphatek) for evaluation. Truphatek reports that the product was manufactured in march 2016. Since the product shelf life is 18 months; therefore, the product has exceeded the designed life. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the handle did not charge. When initially placed on the charger, both a red and green light were present. No patient involvement reported.